Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The iliac arteries were reported to be severely calcified. It was reported that the pt had large bilateral iliac artery aneurysm with the presence of clot. The external iliac arteries were reported to be irregular. The pt was brought to the operating room and prepped and draped in the usual sterile manner. The femoral arteries were accessed, and angiography was performed. In incision was made in the left femoral artery, and a 22 french sheath was inserted. The stent graft was deployed from the infrarenal aorta to the left common iliac artery. Angiography revealed no endoleak and a good seal in the left common iliac artery. A 16 french sheath was inserted through the right side. And the contralateral limb was deployed into the right iliac artery. Although there was no evidence of endoleak was present, the physician felt that additional coverage of the long common iliac artery lesion was necessary due to the large amount of atherosclerotic clot: therefore, three aortic cuffs were implanted into the right common iliac artery to the origin of the hypogastric artery. These cuffs allowed for a step up from 15 mm to 26 mm, and the right stent graft limb was balloon angioplastied. During the last balloon dilatation with a 22 mm valvuloplasty balloon, the patient's blood pressure dropped, and angiography revealed a faint iliac extravasation of dye. In an attempt to seal the leak, a 12 mm diameter iliac limb was placed into the right side, and another 15 mm diameter iliac limb was deployed into the 12 mm segment. This was expected to exclude the ruptured iliac aneurysm and divert iliac flow into the external iliac artery. Angiography revealed continued extravasation into the original iliac repair and retroperitoneal bleeding; therefore, the decision was made to convert the patient to open surgical repair. The abdomen was opened, and the stent graft was removed. Endarterectomies were performed on the iliac arteries, the perirenal aorta, and the renal arteries. A dacron graft was anastomosed to the aorta and the iliac arteries. Good urine output was reported at the end of the procedure. No clinical sequelae were reported, and the patient is reported to be fine.